Event description:
It was reported that a patient presented to clinic for follow up. On (B)(6) 2022, x-ray was performed and the right ventricular (rv) lead was found dislodged; high capture threshold was also noted on the rv lead. The physician elected to reposition the rv lead; during repositioning, the stylet could not be removed from the rv lead. The physician elected to explant and replace the rv lead. The patient condition was stable.

Manufacturer narrative:
Correction: h6 - updated type of investigation, investigation findings, investigation conclusions codes for non-device returned.

Event description:
New information received notes that there was also low pacing impedance noted on the right ventricular (rv) lead.